Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2020. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant aches') in an adult female patient who had essure (batch no. 699536) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle contracture ("muscular contractures all over the body"), vision blurred ("blurred vision"), ear pruritus ("itchy eardrums"), teeth brittle ("brittle teeth"), balance disorder ("loss of balance"), amnesia ("memory loss") and fatigue ("tiredness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ear pruritus, teeth brittle, balance disorder and amnesia outcome was unknown and the muscle contracture, vision blurred and fatigue had not resolved. The reporter provided no causality assessment for amnesia, balance disorder, ear pruritus, fatigue, muscle contracture, pelvic pain, teeth brittle and vision blurred with essure. Lot number:699536, manufacturing date:2009/12, expiration date:2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant aches') in an adult female patient who had essure (batch no. 699536) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle contractions involuntary ("muscular contractures all over the body"), vision blurred ("blurred vision"), pruritus ("itchy eardrums"), teeth brittle ("brittle teeth"), balance disorder ("loss of balance"), amnesia ("memory loss") and fatigue ("tiredness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pruritus, teeth brittle, balance disorder and amnesia outcome was unknown and the muscle contractions involuntary, vision blurred and fatigue had not resolved. The reporter provided no causality assessment for amnesia, balance disorder, fatigue, muscle contractions involuntary, pelvic pain, pruritus, teeth brittle and vision blurred with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.